Event description:
It was reported that during a da vinci assisted prostatectomy-radical with lymphadenectomy surgical procedure, the force bipolar instrument had a black wire broken at the wrist. The bipolar energy function of the instrument would not work. The instrument would not replaced as the issue occurred at the end of the procedure. The procedure was completed with no patient injury and no delays. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use. Damage or anything out of the ordinary was observed. There was no arcing event. The cannula inspected prior to use and the pin gauge used during the inspection of the cannula. The bipolar cord was connected to the bipolar instrument. The integrated electrosurgical unit (iesu/erbe) on bipolar instrument was activated with soft coag on the effect 2 with 80 watts. There were no instrument collisions observed during the procedure. The instrument tips did not touch any staples, clips or sutures while energized. No tissue debris was observed. The instrument removed during the procedure and the wrist was straight. There was no injury to the patient. The instrument cable was not loose, fully broken, frayed or stripped. There was no loss of cautery observed due to a broken/loose cable. No thermal damaged was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken black wire, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: review of the provided image is consistent with the allegation of broken black wire. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of this failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.